Manufacturer narrative:
Patient weight unavailable from the site.the device was returned to the manufacturer for analysis and showed signs of physical damage. The tip of the tactile awl was bent. This physical damage directly caused the event. The device was replaced and there were no further issues.

Event description:
A medtronic representative reported that during a spine fusion procedure, the tactile awl was bent. It was noted that the awl became became bent during prepping of s1/s2 pedicles. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.